Manufacturer narrative:
Correction: in the initial report the code for 4581, to capture incorrect location or depth of laser cataract incision, was inadvertently not included.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues when evaluating/ testing of the device. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A cataract patient experienced a corneal perforation when using the catalys laser equipment. A description from the surgery center indicated the limbal relaxing incision (lri) penetrated the cornea during the procedure. As a result, one crisscross suture was required to keep the lens placed. The procedure was successfully completed. Patient is doing well, and recovery is expected within 6 weeks.